Event description:
Aspen surgical received a report from the distributor indicating that a vessel loop was found with defective seals. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The distributor indicated that the defect was discovered by the end user. No adverse event to the patient was reported. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. According to the manufacturing process, these parts are loaded into a sealer per specified work instructions. The parts are then inspected for any seal discrepancies for verification by the operator. Therefore, the likely root cause is attributed to operator error. Production team was notified of the event. Based on this information, no further action is required.